Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left-sided grade IV capsular contracture, right-sided deflation. Manufacturer¿s reference number: (b)(4.

Event description:
It was reported that a (B)(6) african american female patient underwent a primary breast augmentation with two 425cc mentor smooth round moderate plus profile and experienced postoperative left-sided grade IV capsular contracture and right-sided deflation. The patient stated that enlarged left-sided breast was noticed by her physician about 8 months ago, and right-sided deflation was confirmed via mammogram performed in (B)(6) 2019. As a result, the patient had the implants explanted on (B)(6)2019. This report is for the left prosthesis.

Manufacturer narrative:
On 12/16/19, mentor received additional information regarding the patient's symptoms and the revision surgery. Previously, the grade of capsular contracture was grade IV. However, new information indicates that it was grade ii. The patient presented bilateral breast ptosis. The patient underwent bilateral removal and replacement with two unspecified 350 cc saline implants. Manufacturer's reference number: (B)(4).